Manufacturer narrative:
Section h10: (h3) the evaluation noted that the event was likely the result of misaligning the intramedullary reamer down the femoral canal due to the patient¿s anatomy. However, this cannot be confirmed because additional details and x-rays were not provided. Concomitant: (cn: 200-02-35, sn: (B)(6)) three peg patella 35mm, (cn: 204-70-00, sn: (B)(6)) tibial stem extension screw, (cn: 02-012-45-5050, sn: (B)(6)) logic tibial fit tray cem size 5f / 5t, (cn: 204-34-04, sn: (B)(6)) fluted stem extension 40l x 14 mm, (cn: 02-012-44-5013, sn: (B)(6)) logic tibial psc insert, size 5, 13mm.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: (cn: 200-02-35, sn: (B)(4)) three peg patella 35mm. (Cn: 204-70-00, sn: (B)(4)) tibial stem extension screw. (Cn: 02-012-45-5050, sn: (B)(4)) logic tibial fit tray cem size 5f / 5t. (Cn: 204-34-04, sn: (B)(4)) fluted stem extension 40l x 14 mm. (Cn: 02-012-44-5013, sn: (B)(4)) logic tibial psc insert, size 5, 13mm.

Event description:
As reported, a (B)(6) y/o male patient, approximately 14 months postop the initial right tka, was revised. The patients canal was capacious, and the distal cut was made in varus due to the miss alignment of the intramedullary reamer down the femoral canal. The patient was last known to be in stable condition following the event. Devices not returning as disposed by hospital.